Manufacturer narrative:
The device was not returned for analysis and could not be further investigated. Based on the information reported from the physician, the device appears to have functioned as intended.

Event description:
During the (B)(6) 2016 procedure, 11 ablations were performed. The patient reported a pain score of 4 (1 to 10 scale) on day 1 and 0 on day 7. On (B)(6) 2017, the patient came to the emergency room with difficulty swallowing for 3 days. An endoscopy was performed and showed a benign appearing esophageal stenosis that was dilated. The patient's symptoms improved, but he was unable to consume a normal diet through 4 days post dilation. An endoscopy was performed on (B)(6) 2017. There was a severe benign stenosis. The stricture had a 6 mm diameter and 1 cm length. Coagulation for tissue destruction using a monopolar probe (it2 knife) was performed. Dilation with a 15-16.5-18 mm x 5.5 cm cre balloon dilator was performed to 16 mm, and the area was injected with 80 mg of triamcinolone (40 mg/ml, diluted up to 5 ml). The stomach and duodenum were normal. The patient is scheduled for repeat upper endoscopy in 1 month for retreatment. The physician stated that, "the strictures will occur after any mucosal ablating therapy, this event is not life-threatening and as such I would like to wait and see the complete update in 2 weeks."